Event description:
It was reported that approximately sixteen months post-implant of a bifurcated device, suprarenal aortic extension, and a limb extension, a computed tomography scan revealed a distal type I endoleak on the right common iliac of the limb extension. Reportedly, the patient was treated with an additional limb extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, medical records were reviewed by a clinical representative. Based on review of medical records the distal type 1 endoleak was confirmed which was resolved with placement of a limb extension graft. Based on available information, a cause cannot be determined for the type 1 endoleak; however, there is no indication that the device may have caused or contributed to the event. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure and are identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.